Manufacturer narrative:
The returned device was evaluated and the the user stated they were unsure the system was delivering insulin. During the call, the user also stated that a bolus they commanded to counteract these high bgs was not delivered. The device was returned for investigation. Inspection of the android log files found no evidence of a failure to deliver insulin. Inspection of the phb data confirmed high glucose values, however the data showed that the system was increasing the total suggested insulin prior to the high bgs. The agc algorithm was found to appropriately adapt the suggested insulin based on egvs and user inputs. Logs and controller insulin delivery history show the user interacted with the controller and commanded 3 boluses on the date of occurrence. All 3 boluses show evidence of user interaction. The user entered the bolus calculator screen for each bolus and confirmed each bolus. All 3 boluses sent immediately after the user commanded them. Phb logs show an expected amount of pulses were delivered after the confirmation of each bolus. No evidence of a delay in bolus therapy or uncommanded boluses was observed.

Event description:
A patient reports while wearing a pod their blood glucose levels had rose to 400 mg/dl. The patient reports receiving a delay in bolus therapy from their controller.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the controller delayed in bolus therapy. Lot release records were reviewed and the product lot met all acceptance criteria.